Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A pre-accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test. The valve actuation test failed due to an open coil on valve #12. Once the valve #12 was replaced the cycler passed the valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The patient contact reported receiving a balloon valve leak during drain 0 of 4 of treatment. The lines were clamped and treatment cancelled. The treatment was resumed then an air detected in cassette alarm during fill 1 of 3 of treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient contact was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported fluid leak and air detected in cassette alarm events occurred on (B)(6) 2025. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The patient contact reported receiving a balloon valve leak during drain 0 of 4 of treatment. The lines were clamped and treatment cancelled. The treatment was resumed then an air detected in cassette alarm during fill 1 of 3 of treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient contact was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported fluid leak and air detected in cassette alarm events occurred on (B)(6) 2025. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.